Event description:
It was reported that the customer had an insulin pump failure. The customer was hospitalized and is unsure if the insulin pump was the cause. The customer was not able to keep food down and there was redness on the stomach lining. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.